Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was traced to transport/storage issues. Products have been returned. Visual evaluation of the returned products identified that the outer sterile cavities have been damaged. Sterility has not been compromised. Not reportable: upon investigation, it has been determined that the damage to the packaging did not breach the sterility. Event is no longer considered reportable for this device, and initial report should be voided.

Event description:
Not reportable: upon investigation, it has been determined that the damage to the packaging did not breach the sterility. Event is no longer considered reportable for this device, and initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01770, 0001825034-2020-01772, 0001825034-2020-01773. Reported event was confirmed by review of photographs. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. Customer has indicated that the product will be returned to the manufacturer for evaluation, however, the product has yet to be received. Alternately, evaluation of the photographs provided confirmed that the sterile packaging (blister) is damaged. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the device history record (DHR) review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during investigation of circulated items, devices were identified with damage to their sterile packages. No patients were involved. No additional information available.